Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that a battery life power issue had occurred with 3 separate batteries out of at least 2 separate packs. Also, the alarm history indicated that battery life was less than expected. A replace battery code beginning with 128-fxxx (where x is any number or letter) and low battery alarms were present in the alarm history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/08/2014 with the following findings: two eaw 128-fxxx (where x is any number or letter) alarms, which are indicative of the reported event, were observed in the black box data from the date of occurrence. Eaw 128-fxxx alarms are defined as post motor delivery faults. Cs-054 call service alarms, of unknown relation to the event, were also present in the black box data from the date of occurrence. The pump powered on with the returned battery cap, which was able to fully fasten to the pump. The battery compartment was intact, and no evidence of moisture ingress was observed within. Evaluation revealed that the pump drew electric current according to specifications. The pump case was removed, and evidence of moisture ingress was observed on various electrical components; the relation of this finding to the reported event is unknown. The reported event was confirmed in the pump history but was not duplicated during the analysis.